Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, the atrial lead exhibited noise. The device was reprogrammed. The patient was admitted to the hospital the following day due to multiple unrelated pneumonia. An echocardiogram as performed to assess the lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable.